Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during the first inflation in the left popliteal artery, the fox sv balloon ruptured at 16 atmospheres. The entire balloon was removed from the pt. There were no adverse pt effects. Another fox sv was used to complete the procedure with no further issues. No add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for eval. It has not yet been received.